Event description:
Infusion of plastic particulate associated with use of IV tubing reported. The IV set up was abbott y-tubing with blood and saline to a level one hot line closed loop blood warming system to extension IV line to pt. Following the infusion, particulate was noted in the hot line tubing. It was assumed by the customer that if the particulate was in the blood warming tubing that it could have come from the abbott tubing connected above it. There was no pt reaction, no apparent harm to pt, and no reported medical interventions due to incident. The anesthesiologist sent the sample to facility pathologist for analysis. A copy of the pathology report accompanies this report.